Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility found a bleeding in the patient's intestinal tract at therapeutic procedure for colorectal polyps. The user facility treated the bleeding with a clip, and withdrew the subject device from the patient. After that, the user facility found the air/water nozzle was loose and the tip of the nozzle came out. They didn¿t inspect the subject device before the procedure. The user facility reported that the air/water nozzle of the subject device was clogged on the previous procedure. They fixed the issue by the user facility. The patient reportedly did not any adverse reactions or complaints after that.